Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to streptococcus infection and vegetation on the lead. No additional adverse patient effects were reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.